Event description:
It was reported that catheter break occurred. The target lesion was located in the left anterior descending artery. An opticross catheter was selected for use to view the target lesion. During percutaneous coronary intervention, the physician could not pass it through the stent after he had placed it on post evaluation. However, it was noted that the catheter broke. The physician complained that the product was hard to advance just on the pre-evaluation and got an image. After which, the physician was not getting any post evaluation image. The patient was fine. No complication were reported. It was further reported that about 80-90% stenosed, ecentric target lesion was located in the mild to little tortuous heavy calcified artery. The device was completely removed from the patients body with a normal technique. There was no intervention done to remove the device or component of the device. The patients condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device matches with the upn and lot number provided by the customer. No detachments were observed along the device. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire 0.014" was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core ic windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Windup was encountered in the non-heat shrink area of the telescope. Ic windup began 22,30 cm from the distal end of the connector shaft.

Event description:
It was reported that catheter break occurred. The target lesion was located in the left anterior descending artery. An opticross catheter was selected for use to view the target lesion. During percutaneous coronary intervention, the physician could not pass it through the stent after he had placed it on post evaluation. However, it was noted that the catheter broke. The physician complained that the product was hard to advance just on the pre-evaluation and got an image. After which, the physician was not getting any post evaluation image. The patient was fine. No complication were reported. It was further reported that about 80-90% stenosed, eccentric target lesion was located in the mild to little tortuous heavy calcified artery. The device was completely removed from the patients body with a normal technique. There was no intervention done to remove the device or component of the device. The patients condition was good.

Event description:
It was reported that catheter break occurred. The target lesion was located in the left anterior descending artery. An opticross catheter was selected for use to view the target lesion. During percutaneous coronary intervention, the physician could not pass it through the stent after he had placed it on post evaluation. However, it was noted that the catheter broke. The physician complained that the product was hard to advance just on the pre-evaluation and got an image. After which, the physician was not getting any post evaluation image. The patient was fine. No complication were reported.